Manufacturer narrative:
The reported failure of button response is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received a report that a trilogy evo ventilator was replaced after a metallic noise was heard when airflow was initiated and the circuit was opened. No patient harm or injury was reported. The device was returned to the manufacturer for evaluation. During inspection, a slight noise was confirmed from the blower assembly, which was subsequently replaced. Damage to the internal battery door was also identified, and the battery door was replaced. In addition, a button response failure was confirmed, resulting in replacement of the front panel assembly, including the buttons. Following replacement of the affected components, the technician verified that the reported issues were resolved. Final testing, including battery checks, valve checks, run-in testing, and cleaning, was completed. The device was confirmed to be operating properly.